Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced postural twitching due to diaphragmatic stimulation from their left ventricular (lv) lead. The lead also exhibited high thresholds and was noted to be displaced. The lv lead was reprogrammed and remains in use. This patient is a participant in a clinical trial. No further patient complications have been reported as a result of this event.